Event description:
The 8 fr. Iab was inserted into the patient on 5/31/99. On 6/1/99 after iabp for twelve hours, the patient was "rolled" and a "swishing" noise associated with pumping was heard. The doctor was notified and blood was noted in the extender tubing and safety chamber. Pumping continued for 10 more minutes, then the "gas loss" alarm sounded from the system 90 pump and pumping ceased. The patient's condition deteriorated about a half hour later. The decision was made not to reinsert another iab. The patient expried four hours later and the facility is attributing the patient's death to the event. (Event complications: the patient expired-reported 6/4/99.) (Pt's current status: expired- rpt'd 6/4/99.)